Event description:
Per the clinic, the device was explanted on (B)(6) 2025 subsequent to the patient sustaining a head trauma and an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.